Event description:
Customer reportedly obtained results of 63mg/dl, 123mg/dl and 88mg/dl within 10 mins on the same device. No action was taken based on these device results. No adverse event reported and no treatment received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.